Manufacturer narrative:
(B)(4). This lot was manufactured from march 3, 2014 to march 4, 2014. Evaluation summary: the device was received for evaluation. During visual inspection, fluid was observed within the over pouch due to the blue winged luer cap being untightened. The blue winged luer cap was tightened and a functional test was performed; the device was filled with water and observed for leakage until the following day. No signs of leakage were observed during this test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked from its blue winged luer cap. The reporter stated that it was confirmed that the cap was tightened. This was identified after the device was filled with desferrioxamine (baxter-compounded solution), during inspection, and before patient use. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.